Manufacturer narrative:
(B)(4). There was no sample or photo received therefore, further evaluation, testing and investigation, of the device involved in this complaint , could not be conducted , for the reported failure of device stretched and developed pin holes. Ten devices of the same catalog number in current production were tested for the reported defect. No defects were found. Current manufacturing procedure includes 100% leak testing at the assemble area, where ineffective devices are culled out. Therefore, it is very unlikely that a device with holes is released for shipment. IFU advised the user the tube should be secured with the lanyard (provided) to reduce the load subjected to the tube to prevent stretching and other damage. Complaint cannot be confirmed based on the information received. No corrective actions assigned.

Event description:
Customer complaint alleges the product "developed pin holes and leaked". Alleged defect was detected during use. No report of patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges the product "developed pin holes and leaked". Alleged defect was detected during use. No report of patient injury or consequence.